Event description:
It was reported that the tip of the seeker, rh frontal sinus was bent during testing or set up prior to the functional endoscopic sinus procedure. A backup device was available and the procedure was completed using navigation. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the tip of the seeker, rh frontal sinus was bent during testing or set up prior to the functional endoscopic sinus procedure. A backup device was available and the procedure was completed using navigation. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event that the pointer tip was bent was duplicated; it was confirmed that the device had a bent tip and could not be validated. It is possible that bending forces caused the reported event. The device was repaired and returned to stryker stock.